Event description:
The patient experienced physical difficulties with recharging.

Event description:
It was originally reported that there were coupling/communication issues, no bars were filling in. The ins may be flipped. The patient programmer was okay. She has lost over (B)(6) since implant. The ins was on its side and moves around a lot in the pocket. It was confirmed that the patient was unable to recharge her device unless it was in one specific position. The device moved approximately 4 inches cephalad and 6 inches lateral of the pocket. The weight lost caused the ins to be very mobile. She underwent a pocket revision surgery on (B)(6) 2012. At her post-op appointment on (B)(6) 2012 everything looked good. She was receiving good stimulation and the revision seemed to resolve her issues. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted:, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4), extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted:(B)(4).